Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that crown overlap near node 4 was observed on the first valve, but a misload was not identified. The first valve was recaptured prior to attempting the second bav. Additionally, the infold in the valve frame was first noticed during the second deployment attempt of the first valve, and the valve was recaptured 3 times. During the second valve deployment, the valve was recaptured 2 times. Per the physician, the patient¿s annular and leaflet calcification contributed to the infold. No adverse patient effects were reported.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the annulus measured a perimeter of 87 millimeter¿s (mm) with severe aortic stenosis. In addition, massive calcification was observed in the left ventricular outflow tract (lvot) from the annulus. Calcification was also observed in the tricuspid valve and annulus in the short axis direction, and the short diameter. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic (trivial) balloon due to the concern of rupture risk, expansion failure, and infolding. The first valve had a ¿twist¿ on the distal side near node 4. It was considered to re-load the valve, but it was decided to use the valve for implant. An echocardiogram was performed that revealed an expansion defect. A bav was repeatedly attempted using a 23 mm non-medtronic (sapien) balloon. Subsequently, an infold was observed. The first valve was recaptured and withdrawn. A new valve was loaded, and a pre-implant bav was performed multiple times using a 24 mm non-medtronic (inoue) balloon. The second valve was placed. Widening of the area was observed when checking multi ple view rotation angiography, and a large indentation was observed in the right anterior oblique (rao) view. The second valve was recaptured. The valve was attempted to be implanted deeper but the same phenomenon and infold occurred again. It was attempted to re-deploy the valve, but there was a risk of a complication to the patient so it was decided to change to a non-medtronic (sapien) valve. The procedure was completed without complications to the patient. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0011721720); product type: 0195-heart valves product ID d-evolutfx-34 (lot: 0011721720); product type: 0195-heart valves product ID l-evolutfx-34 (lot: 0011666174); product type: 0195-heart valves product ID l-evolutfx-34 (lot: 0011666174); product type: 0195-heart valves section d references the main component of the system. Other medical products in use during the event include: brand name: vlv evolut fx, product ID: evolutfx-34, serial: (B)(6),use by date: 2025-06-05, UDI: (B)(4), product analysis: the valves were discarded, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be documented in the file due to regional privacy regulations.  Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.